Manufacturer narrative:
(B)(4).

Event description:
The consumer reported an intermittent and erratic change in therapy. The patient needed an adjustment since she was not feeling right. Sometimes the patient felt very strong stimulation sensation and sometimes the stimulation was not strong enough. The patient had forgotten to bring her patient programmer with her to the last follow-up appointment so they were not able to make any adjustments. The patient had an appointment with the healthcare provider (hcp) the day following the report to have the programs adjusted. Relevant medical history included non-malignant pain. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the circumstance that led to the erratic stimulation was the stimulator needed re-adjusting. The manufacturer's representative was awesome in taking steps to resolve the issue. The issue was resolved and there was much more pain control in needed areas.